Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the patient's insulin pump's act button is unresponsive. Patient's blood glucose level is 125mg/dl. Trouble shooting is conducted. Device is being returned. No further information available.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had intermittent button response due to moisture damage keypad traces. The device was received with minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.